Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, the patient underwent a port placement procedure using the powerport m.r.I. Isp. After some time, on (B)(6) 2026, it was noted that the catheter had fractured at the locking mechanism, which was confirmed via chest x ray. The detached segment had migrated into the superior vena cava and the right atrium. An interventional dsa guided procedure was immediately scheduled, and the catheter was successfully retrieved and removed on (B)(6) 2026. The current status of the patient was unknown.